Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a motor error alarm and it would turn off without a low battery warning and that the insulin pump would not advise if the reservoir is low. The customer¿s blood glucose was 17.0 mmol/l at the time of incident. Customer¿s parent stated that customer changed everything and was able to prime. The insulin pump is not expected to return for analysis.